Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that the insulin pump comes in smoke. The customer's blood glucose value was unknown. Customer states discontinued the other colors. The insulin pump will be returned for analysis.